Manufacturer narrative:
Correction: the date returned to manufacturer was documented as march 16, 2017 in the initial report and has been updated to march 17, 2017. Additional information received on the device evaluation: further investigation determined that the device motor was seized, jammed and heavy moving. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was faulty during sterilization. During service and evaluation, it was observed that the motor torque was low and the gear was slightly heavy moving. It was further noted that the device failed pre-test for reverse locking mechanism, untrue running, excessive noise, power with test bench (minimum 110 to 160 watt) and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.